Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The customer was provided with a replacement device. The customer's device was returned to stryker product analysis center (pac) for further investigation. During evaluation at stryker pac, the reported issue was able to be verified. It was noticed that the device was still able to be powered on and off by pressing the on/off button. Stryker determined that the cause of the reported issue was due to the reed switch, designator sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.